Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Performed voltage test and failed due to 0 vdc. Pairing test was performed and failed. A review of the share logs was performed, and transmitter failed error was undetermined because there is no data to view. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.